Manufacturer narrative:
H6 investigation summary this complaint is for insufficient drop-size of ast indicator (246004) batch 1076218. No product returns were provided for investigation. To investigate, ten drops from two retention bottles of ast indicator from the complaint batch were weighed with an expected nominal target of 40ul / 0.04 grams. All 20 drops were within this nominal target range. This complaint is not confirmed. A review of quality notifications revealed no quality notifications for this defect. A review of complaints revealed eleven additional complaints on the complaint batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate any additional concerns. H3 other text : see h10

Event description:
It was reported that while using kit flu a+b 30 test physician veritor atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " report an increase in cases of panel abortion due to alarm: insufficient amount of indicator."

Event description:
It was reported that while using kit flu a+b 30 test physician veritor atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "report an increase in cases of panel abortion due to alarm: insufficient amount of indicator."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.